Manufacturer narrative:
(B)(4). The reported complaint of helium loss alarm is not able to be confirmed. The product was not returned for investigation. According to the additional information received, the pcs assembly was replaced and resolved the reported issue. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported that during preventative maintenance, a helium loss alarm was detected. The issue was resolved by replacing the pcs. No patient involvement.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that during preventative maintenance, a helium loss alarm was detected. The issue was resolved by replacing the pcs. No patient involvement.